Event description:
A nurse reported that the system did not have "coag power at 40%" during a cataract with intraocular lens (iol) implant procedure. They had to use a separate cautery system to complete the case. There were no delays and there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).